Manufacturer narrative:
Initial.

Event description:
It was reported that during insertion of a new infusion site, the user removed the adhesive backing too quickly, causing the infusion set to disengage from the applicator, after which an agent guided the user through proper insertion technique. Symptoms included no reported adverse clinical effects. Outcomes included no interruption requiring medical care and no alarms. Investigation included customer interview and troubleshooting with user education. Investigation of this case revealed user handling contributed to an incorrectly deployed infusion set, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user technique was the likely cause.